Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that approximately two and one half months post index procedure, the patient died of unknown reasons. This is a (B)(6) male with medical history including hyperlipidemia, copd, cad, past myocardial infarction and coronary revascularization and hypertension. The target lesion was right internal carotid artery described as non-calcified, non-tortuous and 90% stenotic. An angioguard was deployed beyond the lesion without report of difficulties. The lesion was pre-dilated without report of difficulty. One precise pro 8 x 30 was deployed in the target lesion without difficulty. The angioguard was retrieved and no debris was noted. There was 15% residual stenosis. The procedure was completed successfully. The patient was discharged the following day. Approximately 2 ½ months later information was received regarding the patient's death. The death was discovered in a death registry and the cause of death could not be determined by contacting surrounding hospitals and physicians. All contact phone numbers were disconnected. According to the investigator, the death was not related to the cordis stent. The stent remains implanted thus unavailable for analysis. The device was implanted and, therefore, not available for analysis. There is no sterile lot number information available, thus no DHR could be performed. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Event description:
As reported via the (B)(4) registry, a patient with a history of hyperlipidemia, copd, cad, past myocardial infarction and coronary revascularization and hypertension expired approximately two and a half months after the index procedure. The death was discovered in a death registry and the cause of death could not be determined by contacting surrounding hospitals and physicians. All contact phone numbers were disconnected. According to the investigator, the death was not related to the cordis stent. At the time of the index procedure, angiography revealed 90% stenosis in the mid right internal carotid artery. The patient was asymptomatic. An angioguard rx with a 6mm basket was deployed beyond the target lesion and an 8.0 x 30mm precise rx stent was implanted at the target lesion. The angioguard was successfully retrieved. There was 15% residual stenosis. The patient was discharged the following day.